Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist dialed into the station and found that it was marked as out of service. The tss entered the device settings and disabled the out-of-service status. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that station went to out of service mode. The user indicated that they attempted to reboot the station; however, the issue continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.